Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the errors were confirmed and replicated. The usm was installed onto a patient side cart fixture test platform (pftp) where the unit failed check all boards test. Upon visual inspection, rolling loop fiber was damaged and found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the rolling loop fiber assembly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 4 had a fault and was disabled. The technical service engineer confirmed a related error 307 and the customer continued the case with three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was completed with the remaining three arms after a surgical delay of 5 to 10 minutes.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.